Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device compared to unspecified glucose reading obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "foaming at the mouth" and seizure. The customer was unable to self-treat and the paramedics were called and responded to the customer's home. A healthcare professional (hcp) measured a glucose reading of 1.1 mmol/l on an hcp meter and then provided glucose intravenously to the customer along with biscuits and lucozade. A post treatment glucose readnig of 2.6 mmol/l was obtained on the adc device. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 3.10 mmol/l on the adc device compared to a glucose reading of 12 mmol/l obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.